Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty attaching the luer adapter to the insulin cartridge chamber during a routine supply change. The connector would not lock into place with or without the insulin cartridge inserted. A new connector from the same lot was used, which locked successfully. The supply change was completed without further issue. Blood glucose was 167 mg/dl at the time of the call. Replacement connectors were provided.